Manufacturer narrative:
Medtronic emergency response systems will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The facility was using the device during a product in-service. Defibrillator was connected to a test load, while using standard paddles. Reportedly, the defibrillator failed to charge to the selected setting. The operator cycled device power. The device then operated properly.